Manufacturer narrative:
This event was inadvertently filed. There was no device malfunction.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem technical support, it was verified that the insulin gauge displayed an accurate fill estimate. Customer acknowledged the information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of +60 units. Reportedly, the cartridge was filled with 115 units of insulin. The customer¿s blood glucose level was 150 mg/dl. Reportedly, the customer continued using the existing cartridge for insulin therapy.